Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl causing customer to fall and sustain a bruise; cause was unknown. Customer consumed carbohydrates in an attempt to treat bg level; however customer required assistance from paramedics to treat bg level. Customer was unable to provide additional details regarding treatment received as the customer could not recall and was confused about the event details. The customer was instructed to consult with healthcare provider regarding bg level.